Event description:
It was reported that the tubing was discolored (brown) and that toward the end of the infusion it was pulling air. When the stock was checked, the packaging and the tubing appeared to be discolored. The customer has stored the item appropriately and packaging appears to be intact. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.